Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis found that the catheter connector had coring, tears, and cuts in the seal.

Event description:
The device was returned. The pump system was delivering dilaudid and compounded baclofen.